Event description:
It was reported that the device in use broke and the patient did not have any back up cassette or tubing to use. Additional product was shipped to the customer and the infusion was able to be continued. No additional information available. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.